Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.

Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic the patient experienced buzzing sound and decrease in performance with device use. Troubleshooting did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. The device was explanted on (B)(6) 2021 secondary to an infection (site and treatment of infection unknown). It is unknown if there are plans to re-implant the patient with another device.